Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the delivery catheter of rlt261418j/14809651 was advanced through sheath. During withdrawing the delivery catheter after the deployment, the leading olive and stent part were separated from the rest of the catheter around the sheath edge and remained in the patient. The physician felt some resistance when withdrawing the delivery catheter, but this resistance was not strong. The physician was able to retrieve the leading olive from the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The device evaluation showed the following. The guide wire lumen had been detached from the catheter outer-shaft. The lumen was measured to be approximately 79cm from the base of the leading olive to the end of the lumen. Oengineering removed the handle covers of the device and observed that the guide wire had been pulled out all the way from the spine of the device. The braided pattern on the guide wire was observed imprinted on the glue in the spine. Engineering also noted evidence of bonding on the polyimide at the mid transition bond region and various other points on the polyimide, which indicates that the catheter went through the bonding steps during manufacturing no fracture of the guidewire lumen was observed. There is no evidence of a tensile break as the polyimide does not appear to be stretched and the pebax layer appears to have a circular termination. Inspection of the handle component further supported that the polyimide did not see a tensile break as the polyimide had been completely removed from the handle. There is an imprinted braided pattern near the polyimide insertion point, which is evidence of polyimide bonding. Damage to the tip of the dryseal sheath was observed. The damage observed on the leading tip of the introducer sheath matches the size of the polyimide of the catheter. It is possible that the leading tip of the catheter caught on the sheath at some point during the procedure, but cannot be confirmed with the currently available information. The cause for the leading olive and stent part (guidewire lumen) separating from the rest of the catheter could not be determined with the available information, however, the resistance felt when withdrawing the delivery catheter from the sheath along with the damage to the edge of the sheath is suggestive of the olive being caught during withdrawal of the catheter.